Event description:
The customer reported the system failed to power up and/or boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was ordered and will be replaced by the customer.